Event description:
It was reported that a 64-year-old caucasian female who underwent an unknown breast surgery with an unknown mentor silicone prosthesis experience bilateral breast symptomatic ruptures and unexplained systematic symptoms post procedure, including scar tissue lungs, turning gray, body poisoned. She was on a breathing machine scar tissue on her lung due to bilateral ruptures and she was turning gray, her surgery was hours and pumped her full of steroids and her body was poisoned and left the hospital with a pump. The MRI, and ultrasound examinations diagnosed the symptomatic ruptures. The patient underwent bilateral replacements as follow: left /catalog number 3504001bc, serial number (B)(6), right catalog number 3504001bc, serial number (B)(6) on (B)(6) 2009. This report relates to the left prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illnesses, symptomatic rupture. H6 health effect - clinical code e2402: generalized illnesses. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on june 20, 2023, the suspect devices identity are as follow: left/sn: (B)(6), cat: 3504001bc, right sn/(B)(6), cat: 3504001bc. Date of mammogram (B)(6) 2023. Date of implantation: (B)(6) 2009. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).